Event description:
It was reported that the flex video scope exhibited severe flickering of the image. The issue was identified at the time of sedation while the device was inside the patient for a screening diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurs, nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the noise in image occurred due to damage on circuit board of scope connector. The most probable cause of foreign material in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.